Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check after being hospitalized with presyncope and syncope. Upon interrogation, no associated events were revealed; however, a non-sustained event was recorded two weeks prior. During the event, the device interpreted low amplitude noise as ventricular fibrillation (vf) and inhibited pacing. The non-pacing event was approximately 3.5 seconds. Programming changes were made. The patient was stable before, during, and after the event and will continue to be monitored.